Event description:
It was reported that on (B)(6) 2025, a 35mm navitor vision valve was selected for implant using a large flexnav delivery system (ds). The patient had a horizontal valve angle measuring 55 degrees. There was no calcification extending beneath the aortic annular plane in the interventricular septum. Pre-implant balloon aortic valvuloplasty (pre-bav) was performed using a 26mm, unknown balloon. During the procedure, both initial and second attempts were unsuccessful since the valve was not stable to the annulus. The ds was pulled into the descending aorta; while attempting to retrieve the valve back into capsule, the wheel stopped with the valve not completely encapsuled. Micro-adjustment wheel and the macro slide buttons didn't succeed. The partially opened valve was successfully removed using a 20fr introducer sheath (is) while ensuring protection of the femoral artery. A second 35mm, navitor vision valve was selected for implant using a new large flexnav ds with a new 20fr is. After two partial deployment attempts, valve stability to the annulus issue remain unchanged. The valve was able to be retrieved back but there was a gap noted between the capsule and the radiopaque tip. It was noted that the gap was able to be closed using the re-sheathing wheel and micro-adjustment wheel with a lot of efforts. A third 35mm navitor vision valve was loaded using a large flexnav ds. The valve was able to be implanted in a stable positioning at a depth of 5mm on the non-coronary cusp (ncc) with no recaptured required. A post-implant balloon aortic valvuloplasty (post-bav) was performed using a 28mm, unknown balloon. The patient remained hemodynamically stable throughout the procedure, and there was no clinically significant delay reported. A postoperative echocardiographic evaluation demonstrated a bioprosthetic aortic valve with good leaflet mobility, good pressure gradients, mild paravalvular leak, and minimal transvalvular regurgitation. Post-procedure less than 48 hour later, the patient went into a complete heart block, a temporary pacemaker was inserted to stabilize. During the second 24-hour period following the procedure, the patient developed increased electrical activity, after which cardiopulmonary resuscitation was initiated and continued for 30 minutes. No shockable rhythm was recorded, and the patient did not regain spontaneous circulation. On (B)(6) 2025, at 7:11 pm, the patient was pronounced to be deceased due to pulseless cardiac electrical activity.

Manufacturer narrative:
An event of positioning problem and retraction problem cannot be confirmed. The flexnav delivery system was returned to abbott for investigation. The inner shaft was noted to have a bent damage. The valve capsule container deformation damage. The sheath on the delivery system was noted to have bent damages. Functional testing was precluded due to the damages. These damages are consistent with damage during use. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the available information, the root cause of the reported retraction problem could not be conclusively determined. It is possible that procedural conditions, such as tension in the system during the procedure, contributed to the reported event. However, this cannot be confirmed. The cause of the reported positioning problem could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was decided that on (B)(6) 2025, a 35mm navitor vision valve was selected for implant using a large flexnav delivery system (ds). The patient had a horizontal valve angle measuring 55 degrees. During the procedure, both initial and second attempts were unsuccessful since the valve was not stable to the annulus. The ds was pulled into the descending aorta, while attempting to retrieve the valve back into capsule, the wheel stopped with the valve not completely encapsuled. Micro-adjustment wheel and the macro slide buttons didn't succeed. The partially opened valve was successfully removed using a 20fr introducer sheath (is) while ensuring protection of the femoral artery. A second 35mm, navitor vision valve was selected for implant using a new large flexnav ds with a new 20fr is. After two partial deployment attempts, valve stability to the annulus issue remain unchanged. The valve was able to be retrieved back but there was a gap noted between the capsule and the radiopaque tip. It was noted that the gap was able to be closed using the re-sheathing wheel and micro-adjustment wheel with a lot of efforts. A third 35mm navitor vision valve was loaded to an unspecified ds. The valve was able to be implanted in a stable positioning with no recaptured required. The patient remained hemodynamically stable throughout the procedure, and there was no clinically significant delay reported. At an unspecified time that night, the patient suffered a stroke and was deceased. The physicians don¿t believe that the death was due to the valve.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.